Event description:
According to the literature, between july 2019 and june 2025, the outcomes of 14 consecutive patients with recurrent pleural mesothelioma treated with percutaneous radiofrequency ablation (rfa) were retrospectively analyzed. Cooltip and competitor devices were used. A total of 23 rfa sessions were performed with technical success achieved in all sessions. Adverse events reported in two patients: refractory skin ulcer (1) and small subcutaneous hematoma not requiring intervention (1).

Manufacturer narrative:
Radiofrequency ablation for recurrent pleural mesothelioma. Hiroshi kodama, kozo kuribayashi, haruyuki takaki, kosuke matsuda, takashi shinkai, reona wada, atsushi ogasawara, masaki hashimoto, daichi fujimoto, toshiyuki minami, soichiro funaki, takashi kijima, and koichiro yamakado. Cancers 2026, 18, 381. Published: 26 january 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.